Manufacturer narrative:
Complaint conclusion: the filter basket of an angioguard rx was properly docked into the deployment sheath tip. When attempting to remove it from the coil dispenser, the green hub of the deployment sheath became stuck inside of the dispenser and could not be removed. Another new product was opened and the procedure was completed successfully. No additional information could be provided. Analysis of the returned product showed three kinked struts and a damaged membrane. One non sterile angioguard was received inside the coil dispenser in a sealed pouch. The filter basket was received inside of the deployment sheath and both components presented a kinked condition (filter basket and deployment sheath); also the deployment sheath presented an accordioned condition, just at distal tip of coil dispenser. The coil dispenser was visually inspected and presented no anomalies. The coil tip presented two bends. The proximal end of the delivery system was bent (appears to have been submitted to excessive force). The device was removed from the dispenser and resistance was felt due to the accordioned condition of the deployment sheath. The filter basket was removed from the deployment sheath and inspected under a microscope. There were three kinked struts and the membrane was damaged, the marker bands presented no anomalies. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as removal difficulty-system from dispenser was confirmed since resistance was felt when trying to remove the device from dispenser, the resistance cause was due to the damaged deployment sheath. It is possible that procedural factors may have contributed to these damages. The records indicated that the product meets the specification prior to shipment; therefore, no corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
The filter basket of an angioguard rx was properly docked into the deployment sheath tip. When attempting to remove from the coil dispenser, the green hub of the deployment sheath was stuck inside the dispenser and could not be removed. Another new product was opened and the procedure was completed successfully. No additional information could be provided. Information obtained from the failure analysis report on (B)(6) 2010 indicated that the deployment sheath was accordioned at the distal tip of the coil dispenser and the filter basket had three kinked struts and a damaged membrane.